Manufacturer narrative:
Batch review performed on 05 dec 2025. Liner: mpact dm 01.26.2858mhc double mobility hc liner d 28/dmi (k092265) lot. 2114157: (B)(4) items manufactured and released on 10 nov 2021. Expiration date: 26 oct 2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.158mb mpact dm acetabular shell d 58 (k143453) lot. 2218082: (B)(4) items manufactured and released on 26/01/2023. Expiration date: 11 jan 2028. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: the root cause of the joint dislocation could not be clearly identified. There is no indication that any device-related issue contributed to the event, and a review of the device history record revealed no potential manufacturing defects. The patient underwent multiple revision surgeries due to falls, periprosthetic fractures, pain, and known joint dislocation, which further confirms the complexity of this case.

Event description:
On (B)(6) 2023, the patient underwent primary surgery. On (B)(6) 2023, the patient returned reporting pain due to a periprosthetic fracture sustained after a fall. The surgeon cabled the fracture, revised the medacta stem and head with competitor components, and revised the medacta liner with a medacta liner. The surgery was completed successfully. On (B)(6) 2025, the patient presented with pain of unknown cause. The surgeon revised the competitor stem and head with competitor components and revised the medacta liner with a medacta liner. The case was completed successfully. Presently, on (B)(6) 2025, the patient returned with pain associated with a dislocation of the dm liner from the dm cup. The surgeon replaced the dm liner and head. The surgery was completed successfully.